Manufacturer narrative:
On 9/6/2019, the bisoense webster inc. Product analysis lab received the device for evaluation. Upon receipt, no damages or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient¿s blood pressure dropped slightly. Cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed to remove 405 ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No biosense webster inc. Product malfunctions were reported. It is unknown if transseptal puncture was performed. There was no evidence of steam pop during the ablation. The flow was set within standard settings for stsf. No error messages were observed at any time during or after the case. The stsf catheter was in close proximity to the pentaray nav high-density mapping catheter that was also in the left atrium (la). The stsf was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed 10/2/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto. The catheter was properly visualized and no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and were found to be within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).